Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No data analysis could be performed due to an alarm followed by a reset to default. The insulin pump passed all other functional tests. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
This report is provided because our original device evaluation report was submitted before the device testing was completed. The additional device test results can be found in this section. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away after complications related to kidney failure and a resulting infection. The blood glucose reading at the time of death was 170 mg/dl. The customer's spouse stated that the infection had been treated for, but evidently it hit somewhere and reached his heart valve, which had to be replaced. After his surgery, the infection was full blown again, related to his dialysis; he suffered from sepsis. The spouse was unsure of the vancomycin resistant infection. She also noted that the customer was allergic to penicillin. She reported that the customer loved the insulin pump. The customer was reportedly disconnected from the device at the time of death due to incapacitation after surgery. He had discontinued its use for 5 days prior to the death. He was unable to manage the device on his own, so the nurses removed it. The spouse agreed to return the insulin pump for analysis. Nothing further reported.